Manufacturer narrative:
Title: alternative sources of cautery may improve post-operative hematoma rates but increase operative time in thyroid surgery source: scientific reports (2021) 11:22569. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a retrospective study compared postoperative hematoma rates in patients who underwent thyroid surgery between 2016 and 2018. Patients were divided into two groups: one group used conventional cautery and one group used alternative energy devices (ligasure or a non-medtronic device). There were 13,330 patients in the study and 8988 patients were in the alternative group. Complications included post-operative hematomas. Interventions were not reported.